Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as break in aseptic condition. The same day as the event onset; the patient was hospitalized for the peritonitis event. The same day the patient began treatment with intraperitoneal (ip) injection of ceftazidime (1 gm morning exchange daily) and ip injection of cefrazole (one night exchange daily) for peritonitis. Two days later the antibiotic treatment was discontinued. The same day the patient was discharged from the hospital and was recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.